Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with an open book image. Customer stated that the insulin pump had low battery alert. No harm requiring medical intervention was reported. Troubleshooting successfully performed and the customer will discontinue to the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No¿critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. No unexpected low battery alert or battery power loss alarm noted during testing. However, high sleep current found during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 4 alarm found in the pump history file/trace on (B)(6), 2022 at 00:00:01. Pump error 4 alarm due to hardware error (line number 2727 file number 32122). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1/ force sensor. Force sensor zero offset not within specification (30.2 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window. Critical pump error (open book image) alarm not confirmed. Pump error 4 alarm due to hardware error (moisture damage). Short battery life/high sleep current due to moisture damage on the pcba 1. Cosmetic damage found on the pump case. Moisture damage found inside battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.